Event description:
An ICU patient went into v-fib while eating breakfast. CPR initiated and crash cart brought to room. Unable to defibrillate the patient. An "x" appeared in a window in the right upper part of the screen on an mrx defibrillator. The nurse manager (nm) attempted to reset but was unable. A second heartstart was immediately brought to the room. The patient was connected and was defibrillated once with a return of rhythm. A newly-hired ICU patient care technician (pct) had performed the daily check on the defibrillator earlier in the day and it passed (test strips confirm this). Although the nm instructed this pct on checking heartstart defibrillators during her orientation by demonstration and return demonstration of discharging the pads and then the paddles, the pct stated that she was also oriented by another ICU pct to check the heart stations by performing an "operational check" on the heartstart. The day of the event; the pct performed an operational check on heartstart mrx and all areas passed. She then did another check seven minutes later on the same heartstart defibrillator and all areas passed, but the pacer test failed. This created the "x" in the window. The pct did not notify anyone of the "x" and when the heartstart was brought to the room 20 minutes later for the code blue, it was discovered. Nm interviewed the pct and had her demonstrate how she performs her daily heartstart checks on another heartstart and the same area "failed" and created the "x" in the window. Nm was unable to reset and biomed tech asked to come to ICU and evaluate. Tech immediately came to the ICU and identified the problem; the pct was performing the daily heartstart check incorrectly using the "operational check" method. She was performing 2 operational checks on both pads and hands-free cable which created the failure with the pacer test.biomed took the mrx heartstart defibrillator used in the code blue to their shop for testing. Nm educated this pct and will re-educate all pct's and rns in the ICU that daily heartstart checks should be done using the "discharge" method and that both pads and paddles are to be checked. No operational checks are to be done by nursing. Biomed will perform the "operational" checks on all heart stations as they always have been. The patient is currently vented and sedated. No further follow up on heartstart required from ICU perspective at this time.health professional's impression: confusion of proper operation.